Manufacturer narrative:
Testing of actual/suspected device/10/3233 a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. Upon arrival to the facility, the fse saw a note stating "low augmentation then stopped pumping with no alarm." The fse identified the last alarm in the logs of "iab disconnected" which would have caused the low augmentation and stopped pumping, but not the no alarm. In attempts of duplicating and resolving the issue, the fse disconnected the iab 20 times, however, the unit alarmed each time. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low augmentation and then stopped working. The unit did not alarm for the reported malfunction. The patient was switched to another iabp unit as to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
(B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working. The unit did not alarm for the reported malfunction. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the initial reporter in block is (B)(6). Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.